Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the displacement accuracy test.

Manufacturer narrative:
The insulin pump was received with the operating currents within specifications and passed self-test, unexpected restart error test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No excessive no delivery alarms noted. A water filled reservoir was used during testing, observed the liquid exit the tubing during the bolus deliveries. All boluses delivered properly and were listed in the bolus history screen. No bolus or delivery anomalies noted during testing. The insulin pump had minor scratched lcd window and scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer's mother reported via phone call that she was in the hospital for the second time and was hospitalized due to a diabetic ketoacidosis. The customer was wearing the insulin pump at the time of hospitalization. The customer's first hospitalization was on (B)(6) 2016. Her blood glucose level was low but unknown. She had a seizure. Her second hospitalization was on (B)(6) 2016. The customer was taken to the emergency room by the paramedics due to a high blood glucose level of over 600 mg/dl. The customer was advised that the device would be replaced and agreed to return the product.